Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was the ins charge only lasts for 2-3 hrs. The issue started with a previous ins, but the patient didn't know when the issue started, it was a long time ago. They replaced the ins in (B)(6) 2020 to try to improve things and it still was not working. The patient stated her pain was still bad and it would charge but the charge did not last. The patient noted she had been in a lot of pain because she had not been using the therapy that much. Patient mentioned she has 3 programs and only uses one program. The patient confirmed she was able to charge with excellent or good recharge quality. The patient was redirected to their healthcare provider to further address the issue.